Event description:
Patient called lfs in 11/02 alleging their ot ultra meter was reading inaccurately high. On event day at 2:00 am patient fell out of bed and was incoherent. Patient's stated their family member tested their blood glucose and they received a reading of 82mg/dl on their meter. Because patient was incoherent, their family member called the ambulance and when they got there, they tested the pt's blood sugar on their meter and they received a 33mg/dl (approximately 5 minutes later). They gave the pt some kind of medicine in their mouth (oral glucose). Pt was not hospitalized, the paramedics treated them at home. Patient stated they take two insulin shots, one in the morning and one in the evening. Pt visited their physician who lowered their evening dose, he feels the insulin may have caused the low blood sugar reaction. Meter is being replaced.